Event description:
The customer contact reported the device door roller was broken. The device was returned to the biomedical department with an unsigned note that stated, "broken roller". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the device door roller was broken. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the door roller was missing and the roller pin was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.